Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by a healthcare provider (hcp) reported that the patient's pump was implanted on (B)(6) 2020 and the patient started to experience overdose/underdose symptoms on (B)(6) 2021. The hcp described the patient's symptoms as "cycling through overdose and underdose symptoms multiple times for 5 months". The hcp stated that the cycle started with withdrawal symptoms, patient "getting extremely agitated, itchy, scratching, and their tone would be through the roof". The patient would be given baclofen and valium to sedate the patient. The patient would then become sloppy, sleepy, and unarousable. The hcp stated that no device issues were found but they wanted to explant the pump to be analyzed; however, the patient's parents wanted to first permanently shut the pump off before deciding if they wanted to replace the pump with a new one. The hcp reported that the issue was resolved after the pump was permanently shut off. The hcp was advised to return the pump back to medtronic for analysis if they choose to explant the pump.

Event description:
Additional information received from the healthcare provider reported that a volume check was done. No abnormal volumes during check and refills. The overdose symptoms the patient experienced were flaccid tone, difficulty with speech, sleeping excessively and urine retention. The underdose symptoms were increased tone, agitation and pruritis. The pump was explanted and has not been replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving gablofen (baclofen) (2000 mcg/ml at 100 mcg/day) via implantable infusion pump. It was reported that they think there are issues going on with the pump since the patient has been experiencing underdose and overdose symptoms. The hcp believed that they have already done a side port access which looked okay and have checked the pump logs which showed no anomalies. The hcp stated that they are wanting to have the pump permanently shut down. Technical services walked the hcp through steps to shut down the pump with code 3554. The hcp stated that they are considering replacing the pump but want to let things settle out first prior to that decision. Troubleshooting was not required.